Manufacturer narrative:
A portion of this lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited noise and oversensing on the rate/sense channel. There was no pacing inhibition noted. Isometrics were performed, and the noise could not be recreated. A surgical revision was performed and the lead was partially removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment of the lead was returned, which was severed at 12.8 centimeters (cm) from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing of the returned lead segment was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which noted that the physician suspected clavicular crush secondary to the patient's anatomy. However, this could not be visualized during the revision procedure. No additional adverse patient effects were reported.